Event description:
Pt underwent closed reduction following dislocation, approximately 6 month post operatively.

Manufacturer narrative:
A review of the manufacturing device history record indicates the device was manufacturing to specification. Devices remained implanted in pt.